Manufacturer narrative:
A patient experienced ipg site pain, inflammation, and fever was reported to abbott. It was also reported that the patient went to the ER. As a result, the system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section a3 - the gender was inadvertently omitted from the initial report.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient experienced ipg site pain, inflammation, and fever. It was also reported that the patient went to the ER. As a result, surgical intervention may be pending to address the issue.